Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led lens of the device was identified at broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.

Manufacturer narrative:
The reported event that the lens broke off was confirmed through the visual inspection. It was observed that the large led was broken off. Any impact to the navigated instrument can cause product damage.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led lens of the device was identified at broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.